Manufacturer narrative:
.

Event description:
Journal reference: aybek et al. "Long-term cognitive profile and incidence of dementia after stn-dbs in parkinson's disease." Mov disord. 2007; 22(7): 974-981. The article describes a study to evaluate long-term cognitive profile and incidence of dementia in 57 subjects with bilateral subthalamic nucleus dbs for parkinson's disease. One patient with bilateral stn-dbs had a transient complication of acute paranoid state with no further information being reported on this event.